Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that shortly after completing a software update on the pump, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 105 mg/dl. Reportedly, the customer will obtain insulin pens from their health care provider for back up therapy. Tandem technical support offered to follow up with the customer to verify that back up therapy has been obtained, however, the customer declined further follow.

Manufacturer narrative:
The investigation has been completed and the malfunction issue was verified. However, the alleged device updater issue could not be verified.